Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device. Clevis of the device was broken. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the reported condition may occur when the instrument is forced beyond indicated use by applying excessive stress over the fan of the instrument. The plastic clevis was broken from the fulcrum; which is consistent with the use of excessive force during the procedure, thus causing the breakage observed. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. The reported condition was confirmed. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic nephrectomy procedure. When retracting the renal artery, there was a cracking feeling and the device was removed from the patient's cavity. The clevis was noted to be missing. The broken pieces were immediately looked for and were all retrieved. Tried reassembling the pieces and decided all of the pieces were retrieved from the cavity. Then the procedure was completed with another device. The surgical time was extended by less than thirty minutes. There was no patient harm. The status of the patient is reported as no problem.